Event description:
It was reported to philips that the keyboard and system were non-responsive due to water damage on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).